Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a computed tomography guided percutaneous ascites drainage catheter placement, the pigtail of the catheter was allegedly found to be folded in the patient's body. It was further reported that the tail end of the catheter which was left in the patient's body was taken out, and it allegedly caused secondary damage to the patient wound. Reportedly, the catheter was removed and replaced. The current status of the patient is unknown.

Event description:
It was reported that sometime post a computed tomography guided ascites percutaneous drainage catheter placement, the pigtail of the catheter was allegedly found to be folded in the patient's body. It was further reported that the tail end of the catheter which was left in the patient's body was taken out, and it allegedly caused secondary damage to the patient wound. Reportedly, the catheter was removed and replaced. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 8f navarre drainage catheter was received in two segments. Visual and microscopic evaluations were performed on the returned device. Pigtail thread was not noted on the catheter. The catheter segment appeared to be pigtail(ed) at the distal end. Therefore, the investigation is confirmed for the reported pigtail fracture and material separation issues. However the investigation is inconclusive for the reported pigtail folded issue as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post an computer-tomography guided percutaneous drainage catheter placement procedure, the pigtail was found to be allegedly folded in the patient's body. It was further reported that the tail end of the pig is left in the patient's body, which is taken out to cause secondary damage to the patient wound. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.